Manufacturer narrative:
The explanted product has not been returned for eval. The info available does not indicate the product itself failed. There appears to be a failure of osseointegration. Investigation is in process; when add'l relevant info becomes available, a f/u report will be filed.

Event description:
A revision surgery was performed due to the screw loosening within the bone. The initial surgery on (B)(6) 2010 was reported to have involved a plif at l3-l5 spine levels. During f/u examination, radiograph demonstrated radiolucency in the bone surrounding a screw. During the revision surgery, the surgeon reportedly was able to remove the screw by pulling on the head of the assembly; unscrewing the screw was not necessary. The revision surgery was reported to have proceeded without incident.